Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient stated that he was back in the next day after implant procedure due to lead was hitting the phrenic nerve and was back a month after due to lead had dislodged. No further information is available. No adverse patient effects were reported.